Event description:
It was reported that a thrombus occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 27mm watchman laa closure device & delivery system (wds) were used. The device was implanted successfully with complete laa seal. The patient received warfarin after the implantation and was discharged. On (B)(6) 2020, the patient developed a thrombus on the face of the watchman device that measured 18.9mm x 23.9mm. The patient discontinued taking warfarin at their 45-day follow-up. However, the patient is currently taking aspirin to resolve thrombus. It was further reported that the patient had a stroke on an unknown date.

Manufacturer narrative:
H6: patient codes: added cerebrovascular accident - 1770.

Event description:
It was reported that a thrombus occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 27mm watchman laa closure device & delivery system (wds) were used. The device was implanted successfully with complete laa seal. The patient received warfarin after the implantation and was discharged. On (B)(6) 2020, the patient developed a thrombus on the face of the watchman device that measured 18.9mm x 23.9mm. The patient discontinued taking warfarin at their 45-day follow-up. However, the patient is currently taking aspirin to resolve thrombus